Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for balloon is (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence, therefore, a surgical procedure was performed to remove and replace the cuff. No additional patient complications were reported.